Event description:
Customer called to report the insulin pump alarmed during the bolus process. Blood glucose reading at the time was 126 mg/dl. Troubleshooting was performed. Insulin pump alarmed for button error during troubleshooting. Advised the customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Insulin pump was received with normal operating currents and no unexpected off no power, low battery or battery out limit alarms noted. Insulin pump had button error alarm due to corroded keypad traces. No number scrolling up noted. Insulin pump had a cracked display window corner, cracked battery tube threads and cracked reservoir tube lip.